Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing frequent fluctuations in blood glucose (bg) due to inconsistently announcing meals. Bg values ranged from 40 mg/dl to 400 mg/dl with excursions lasting over 90 minutes. The user self-corrected lows with fast-acting carbs and highs with correction boluses. No hospitalization or emergency intervention was required. No long-term health effects were reported.